Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed middle of life 1 after being implanted 10 months. The device administered no shocks, and no pacing. The local guidant representative will send in a dics for analysis.